Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: herniamed registry extraction ethicon securestrap and securestrap open in elective laparoscopic epigastric hernia repair (1-year follow-up). 2.4.1: intraoperative complications. Intraoperative complications - total yes 25 1.3 0 0, no 1863 98.7 17 100, bleeding yes 15 0.8 0 0, no 1873 99.2 17 100, organ injuries yes 16 0.8 0 0, no 1872 99.2 17 100, vascular yes 5 0.3 0 0, no 1883 99.7 17 100, bowel yes 7 0.4 0 0, no 1881 99.6 17 100, stomach yes 1 <0.1 0 0, no 1887 >99.9 17 100, spleen yes 0 0 0 0, no 1888 100 17 100, liver yes 0 0 0 0, no 1888 100 17 100, others yes 6 0.3 0 0, no 1882 99.7 17 100, 2.4.2: general complications, general complications - total yes 33 1.7 0 0, no 1855 98.3 17 100, fever yes 4 0.2 0 0, no 1884 99.8 17 100, urinary tract infection yes 1 <0.1 0 0, no 1887 >99.9 17 100, diarrhea yes 0 0 0 0, no 1888 100 17 100, gastritis yes 1 <0.1 0 0, no 1887 >99.9 17 100, thrombosis yes 2 0.1 0 0, no 1886 99.9 17 100, pulmonary embolism yes 4 0.2 0 0, no 1884 99.8 17 100, pleural effusion yes 2 0.1 0 0, no 1886 99.9 17 100, pneumonia yes 4 0.2 0 0, no 1884 99.8 17 100, copd yes 2 0.1 0 0, no 1886 99.9 17 100, cardiac insufficiency yes 1 <0.1 0 0, no 1887 >99.9 17 100, coronary heart disease yes 2 0.1 0 0, no 1886 99.9 17 100, myocardial infarction yes 1 <0.1 0 0, no 1887 >99.9 17 100, renal insufficiency yes 1 <0.1 0 0, no 1887 >99.9 17 100, hypertensive crisis yes 0 0 0 0, no 1888 100 17 100, patient deceased yes 0 0 0 0, no 1888 100 17 100, others yes 15 0.8 0 0, no 1873 99.2 17 100, 2.4.3: postoperative complications, postoperative complications - total yes 55 2.9 1 5.9, no 1833 97.1 16 94.1, bleeding yes 8 0.4 0 0, no 1880 99.6 17 100, seroma yes 35 1.9 1 5.9, no 1853 98.1 16 94.1, prolonged ileus or obstruction yes 8 0.4 0 0, no 1880 99.6 17 100, bowel injury / anastomotic insufficiency yes 6 0.3 0 0, no 1882 99.7 17 100, wound healing disorder yes 4 0.2 0 0, no 1884 99.8 17 100, infection yes 3 0.2 0 0, no 1885 99.8 17 100, 2.4.4: complication-related reoperations, complication-related reoperations, yes 16 0.8 0 0, no 1872 99.2 17 100, 2.4.5: recurrence, pain and complications on 1-year follow-up, recurrence on 1-year follow-up yes 62 3.3 0 0, no 1826 96.7 17 100, pain on exertion on 1-year follow-up yes 263 13.9 1 5.9, no 1625 86.1 16 94.1, pain at rest on 1-year follow-up yes 125 6.6 1 5.9, no 1763 93.4 16 94.1, pain requiring treatment on 1-year follow-up yes 85 4.5 1 5.9, no 1803 95.5 16 94.1, trocar hernia on 1-year follow-up yes 5 0.3 0 0, no 1883 99.7 17 100, secondary hemorrhage on 1-year follow-up yes 16 0.8 0 0, no 1872 99.2 17 100, seroma on 1-year follow-up yes 66 3.5 0 0, no 1822 96.5 17 100, infection on 1-year follow-up, yes 28 1.5 0 0, no 1860 98.5 17 100, this is for ethicon inc. A copy of the clinical evaluation form is being submitted with this regulatory report.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This complaint was identified through the clinical evaluation report (cer) process. The cer process is conducting a retrospective literature review for the life of the product and in some cases identifying complaints in articles that cannot be reasonably investigated due to the age of the article. Additionally, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events.